Event description:
The following has been reported: "...pump had a service required alarm. Biomed did a hard reboot and did not repeat alarm." Preliminary evaluation shows that the outlet flag unexpectedly closed (root cause cannot be determined until evaluation; this issue stopped an active infusion). Reporting due to the referenced technical issue. No adverse effects to the patient were reported. More information is needed to complete the investigation.